Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported, during an unknown number of colonoscopy procedures, the olympus device has image issues. Sometimes the image cuts-out during an intervention and it works okay after re-initiating the processor. The customer stated no consequences and the procedure was able to be completed with the same olympus device. There was an unspecified extension in the procedure for sedation and pain treatment. At times, the image may fall out up to three (3) times during an investigation and the buttons no longer work. An attempt to retrieve additional information is in progress.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. The reported event could not be confirmed. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to: electric conductive objects adhered to the touch panel, so the panel detected touch operation. There was no log related to touch panel malfunction. The touch panel of cv-1500 adopts static electricity dispersion method. If an electric conductive object such as moisture adheres to the touch panel, the panel may detect it as a touch operation. The touch panel of cv-1500 is not designed for detecting multiple touch operations. If a touch operation is detected in one location, another touch operation would not be detected even though a different position is touched. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer: the customer is unable to provide the number of patients involved with this event. The customer was unable to reproduce the image loss.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. New information added to b5.